Event description:
It was reported that a person using the ilet experienced hyperglycemia with a blood glucose of approximately 400 mg/dl after pausing insulin delivery for a bath and then reconnecting and resuming insulin. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no hospitalization and a planned follow-up call to verify blood glucose status. Investigation included review of device use and troubleshooting and education with the user. Investigation of this case revealed no alerts or alarms and no confirmed device malfunction. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.